Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: apex. Guide catheter: ebu; tr4. Stent: liberte. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure using the kissing balloon technique, after advancing a balance middleweight (bmw) guide wire past a chronic total occlusion in the mid right coronary artery with a heavily calcified, 100% stenosed de novo lesion, a non-abbott stent was post-dilated, trapping the bmw guide wire. The bmw was withdrawn from the anatomy with excessive force applied, and it was noted that the stent was "deformed"; reportedly, the bmw caused the non-abbott stent to become malapposed and deformed. After withdrawal, the complete bmw device was verified to be intact with no pieces separated or left in the anatomy. A 3.0x38 multi link 8 stent was implanted to correct the stent malapposition and deformation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous filed report, additional information received indicated that the reported deformity that was caused to the non-abbott stent, by the balance middleweight guide wire, was as follows: the non-abbott stent had recoiled / shrunk. No additional information was provided.